Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00x38 synergy ii drug-eluting stent was advanced to the lesion. However,during deployment, it was noticed that there was no stent. Subsequently, the stent was then found on the table where it had fallen off of the balloon prior entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported.